Event description:
Catheter replaced (B)(6) 2012, tip position 8th thoracic vertebra, due to catheter rupture. Multiple dose adjustments occurred. Adverse event noted as catheter tear, onset (B)(6) 2012. Severity moderate. Seriousness listed as required hospitalization or prolonged hospitalization for treatment of adverse event. Outcome noted as recovered as of (B)(6) 2013. Causality of the event noted as unknown for catheter and procedure, it was not related to the drug, pump or programmer. There was no overdose, no withdrawal symptoms and no resistance. On (B)(6) 2012 spasticity returned to previous condition after dose increase. Catheter contrast study confirmed rupture. Catheter was replaced on (B)(6). On (B)(6) 2012, catheter rupture was confirmed during surgery and the catheter was replaced. It was further noted that the efficacy was weakened after the patient fell, so it was ¿possible¿ that the rupture wax caused by falling. Tissue adhesion found at the rupture site during surgery was considered to have caused the occlusion.

Event description:
Additional information received reported that there was no adverse events occurred at screening. The patient was doing physical ther apy/work therapy for contracture prevention three days per week.

Event description:
Additional information: it was clarified that following surgery in (B)(6) the patient experienced weight gain. The surgery only had a "weak effect". As of (B)(6)-2012, the patient's spasticity had returned to pre surgery levels. It was noted that during the revision the catheter was found to be cut 30mm from the v-wing anchor to the proximal side of the outer side of the curvature. The outcome was indicated as recovered.

Event description:
It was reported that following an intrathecal baclofen system implant, the patient fell down in (B)(6) of 2012 and since then their therapy became less effective. The patient's spasticity worsened and the patient felt their therapy became less effective even when the drug was "increased in weight". There was no anomaly found in the pump operation and no health hazard or withdrawal was reported. A catheter contrast study was planned for (B)(6), 2012, and if a catheter break was determined the physician would then plan to replace the catheter. The attending physicians comments were there was a high likelihood that the catheter problems were due to the patient suffering a fall. The catheter contrast study was conducted but the drug solution could not be suctioned. Catheter fraction could not be observed in x-ray photography, therefore the catheter occlusion, not fracture was suspected and CT scan was taken. The results revealed that it was highly possible that the tip of the catheter went into the subdural. On (B)(6), 2012, the catheter replacement was performed and the section 2cm from the sleeve was fractured and occluded because some of the tissue was attached on the fractured part. The outcome was noted as not recovered. The pump delivered gabalon intrathecal.

Manufacturer narrative:
Catheter model # 8711 serial # (B)(4) implanted on: (B)(6) 2011 explanted on: (B)(6) 2012. (B)(4). Analysis of the catheter body revealed user related holes. Only the distal segment was returned. Holes were found in the catheter in an area approximately 25.5 cm from the distal tip or approximately .7 from the distal side of the catheter anchor. The holes appear to be the result of 2 separate needle sticks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis also identified a slice cut on the catheter. The slice cut was located 2.8 cm from the proximal end of the segment.